Manufacturer narrative:
Event summary: visual inspection of 990063-020 / 212612509 showed the achieve advance was kinked on the loop (misshape) and pebax tube was ribbed and confirmed the compatibility issue. The mapping catheter failed the test due to kink on the loop (misshape) and pebax tube was ribbed. The product analysis findings do not indicate a manufacturing related defect in conclusion, the reported compatibility issue has been confirmed through testing. The reported electrode damage was not confirmed through the testing. The mapping catheter failed the returned product inspection due to a loop misshape and the pebax tube was ribbed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, difficulty was observed when moving the mapping catheter in and out of the balloon catheter. When the mapping catheter was removed, the electrodes appeared to be damaged. The mapping catheter was replaced. The case was completed with radiofrequency. No patient complications have been reported as a result of this event. On (B)(6) 2018: the mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.